Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level also insulin pump was not working. The customer¿s blood glucose level was 400 mg/dl, 40 mg/dl. Customer stated other blood glucose value was 265 mg/dl, 258 mg/dl. Customer was treated with food. Customer was unsure if insulin pump system had been in use within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.